Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was having his primary cell (pc) ins changed to a rechargeable cell (rc) ins due to normal battery depletion. When they interrogated the ins prior to procedure, impedance readings showed that the right lead monopolar 8,10, and 11 were normal but 9 was high at 3v. Any of the bipolar configurations associated with 9 and 8 were high. However, bipolar between 9/11 came back low at 52 ohms. Impedance between 10/9 were low as well. When they pulled the extension to put in the rc, the initial reading showed monopolar and 9 had changed to normal range. The bipolar pairs were all short circuits. The extension was pulled out, wiped off, and put back in thinking it was from fluid. The patient ended up with normal monopolars. Bipoles were low but the patent was not programmed on any low bipole pairs. No symptoms were reported. No further complications were reported/anticipated.